Event description:
It was reported that the right ventricular (rv) lead exhibited impedance issues and high pacing thresholds due to lead fracture. This lead was surgically abandoned, and new lead was implanted. No additional adverse patient effects were reported.